Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is anticipated procedural complication as the reported event is due to a known physiological effect of the procedure noted within the product directions for use (dfu) and/or device labeling. (B)(4).

Event description:
(B)(6). It was reported that following a coronary artery stenting treatment procedure, the patient had unstable angina and required a target vessel revascularization (tvr). In (B)(6) 2011, due to stable angina and positive stress test, the patient underwent the index procedure with placement of a 2.25 x 24 mm taxus element stent in the proximal left anterior descending artery (prox lad) and another drug eluting stent in the distal left circumflex artery (dist lcx), with 0% residual stenosis and timi iii flow. In (B)(6) 2012, the patient experienced unstable angina. The electrocardiogram showed normal sinus rhythm and non-specific st abnormality. The cardiac catheterization showed complex 80% stenosed lesion in the mid left anterior descending artery (mid lad) and complex 95% stenosed proximal lesion in the right posterior descending artery (r-pda). The patient underwent drug-eluting stent placement to the lad and pda with no complications reported. The outcome of the event was recovered/resolved and the patient was discharged.